Manufacturer narrative:
(B)(4). The device was received in good condition with no damage to the tissue pad. The device was connected to a test handpiece and generator with 2013_1 software for functional testing. The device functioned as intended and no alert screens were displayed. There was no smoking observed. The IFU contains several warnings about heat, including: during and following activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times.

Event description:
It was reported that during a thyroidectomy procedure the device gets tissue pad issue, melted, tissue effect issue and smoking issue, burn the patient¿s tissue (2nd degree burn). Another device like device was used to complete the case. Consequences burn the patient¿s tissue.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.